Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem (over temperature) was verified during testing. The over temperature occurred because the pcb was out of calibration. This issue was attributed to the user. A user issue was established as the root cause of the product problem.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) went into an over temperature state. No patient injury or complications were reported in relation to this event.